Event description:
It was reported that the user swam while wearing the ilet insulin pump, after which the device would not power on or charge despite correct placement on the charger and attempts with an alternate magnetic charger; a replacement device was provided, and the original was later returned. Symptoms included none reported. Outcomes included transition to backup therapy without medical intervention or hospitalization. At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.